Manufacturer narrative:
This supplemental report is submitted to provide the results of the original equipment manufacturer's (OEM) investigation. An investigation was completed by the OEM. The root cause has been determined to be environmental exposure of the device, which resulted in degradation and embrittlement of the polymer.

Manufacturer narrative:
The device was returned to olympus and evaluated. The device was inspected without opening the package. The tip was observed broken at the distal tip and still in the package. The customer's report was confirmed but the root cause of the breakage was unable to be determined. A device history record review for the affected lot, performed by the OEM, was completed with no abnormalities noted.

Event description:
Olympus was informed that, in preparation for a procedure, the tip of the sheath was observed broken off while still in the packaging. The device was not used and there was no patient injury or harm, associated with the problem, reported to olympus.